Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of patient on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015 into the arm. The animas vibe user's booklet states: sensor placement is not approved for sites other than under the skin of the belly (abdomen). Additionally, it was reported that the patient had taken medication(s) that contain acetaminophen. The animas vibe user's booklet states: taking acetaminophen (paracetamol) containing medications while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen (paracetamol) active in your body. Additionally it was reported that an alternate blood glucose test was used. The animas vibe user's booklet states: do not use a bg test result from an alternative sampling site (e.g., palm or forearm) for cgm calibration. At the time of contact, no injury or medical intervention was reported.